Manufacturer narrative:
Product event summary: analysis confirmed the reported event; both bail cover attachments were cracked. Analysis also found the battery contacts were visibly contaminated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the hanging points were broken. The external pulse generator was returned to the manufacturer for service, analyzed and tested out of specification. There was no patient involvement.